Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the device, and the complaint was confirmed. The power plug displayed arcing within the plastic housing. This arcing condition is fully contained within the clear plastic housing of the power plug, and does not present a risk to the user. The plug was replaced and the rover met all other functional specifications. The unit was returned to use.

Event description:
It was reported that during equipment setup conducted prior to the start of a surgical procedure, the rover power plug sparked at the wall outlet when being plugged in. This event did not occur during a surgical procedure, so there was no pt involvement. Backup equipment was used to perform the scheduled procedure, with no report of a delay. No user injury was reported, and no other adverse consequences were alleged with this event.